Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was hospitalized after experiencing several episodes of ventricular tachycardia (vt). During one episode, the patient was externally defibrillated. The crt-d then started emitting tones and upon interrogation, displayed a code 1004, indicating a shorted lead condition. The shock impedance measurement was below 20 ohms. Boston scientific technical services (ts) was contacted and a ts consultant explained that a shorted lead condition occurred during the delivery of a high energy shock and immediate replacement of the device is recommended as well as to strongly consider replacing the rv lead. This information was communicated to the physician. The crt-d has been programmed to monitor only and the patient has remained hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
As the rv lead remains in the patient's body, it will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the crt-d was explanted and successfully replaced. The rv lead was cut, surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.